Manufacturer narrative:
The instructions for use ifu0062-5 which accompanies this device instructs the user to "to deploy stent, remove red safety guard from handle, then squeeze the trigger. When stent point - of - no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle". "The stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be that the kink occurred while held in torturous position. The issue with retraction is most likely that the user pulled the lockwire and then tried to retract the stent. It is not possible to retract the stent after removing the lockwire which is why ¿the distal tip of the delivery system was trapped by the stent¿.

Event description:
Device evaluated on 04-jul-19. "Stent fully deployed and flexor kinked". Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed". After placing a 0.025inch wire guide through the papilla, the device was advanced to the target site in the common bile duct with the monorail technique. Though the user squeezed the trigger in order to deploy the stent, the stent would not deploy. He removed the delivery system from the endoscope once and squeezed the trigger again to see if the stent would deploy. Then, cracking noise was heard from the handle, and after that, it become possible to deploy the stent. The user pressed the directional button and squeezed the trigger to retract the stent into the sheath again. However, because the distal tip of the delivery system was trapped by the stent during squeezing the trigger, the attempt of stent retraction into the sheath failed. The device was changed with bonastent by sewoon medical to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number is of the device considered 'similar'. An additional file was created to capture "user error - physician/assistant fails to select appropriate wire guide size". The evo-fc-8-9-8-b device of lot number c1484941 involved in this complaint device involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 04th july 2019. Stent was fully deployed on return. Lock wire was not returned. Flexor was found to be kinked. Handle opened, all components fine. Following the laboratory evaluation additional information was requested to aid with the investigation: "the lockwire was not pulled during the procedure, but pulled after releasing the stent outside the patient after the procedure. I also confirmed with the rep that the stent could not be deployed at all at the attempt of stent deployment inside the patient. The lockwire is supposed to be pulled after the red indicator passes the point-of-no-return mark, which means that the stent has to be partially deployed inside the patient at the point and ready to be fully deployed in the target site. Therefore, I think that description of event already explains that there was no chance for the user to pull the lockwire during the procedure. After the statement ¿he removed the delivery system from the endoscope once¿ ¿, every single thing mentioned in the field occurred outside the patient. If the statement was not clear, please accept my apologies prior to distribution all evo-fc-8-9-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-8-9-8-b device of lot number c1484941 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1484941; upon review of complaints this failure mode has not occurred previously with this lot #c1484941 the instructions for use (B)(4) which accompanies this device instructs the user to "to deploy stent, remove red safety guard from handle, then squeeze the trigger. When stent point - of - no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle". There is no evidence to suggest that the customer did not follow the instructions for use (B)(4). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be that the kink occurred while held in torturous position. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device evaluated on 04-jul-19. "Stent fully deployed and flexor kinked". Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed". After placing a 0.025inch wire guide through the papilla, the device was advanced to the target site in the common bile duct with the monorail technique. Though the user squeezed the trigger in order to deploy the stent, the stent would not deploy. He removed the delivery system from the endoscope once and squeezed the trigger again to see if the stent would deploy. Then, cracking noise was heard from the handle, and after that, it become possible to deploy the stent. The user pressed the directional button and squeezed the trigger to retract the stent into the sheath again. However, because the distal tip of the delivery system was trapped by the stent during squeezing the trigger, the attempt of stent retraction into the sheath failed. The device was changed with bonastent by sewoon medical to complete the procedure. There have been no adverse effects to the patient reported.